Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer reported a cracked battery compartment and the battery tube threads. The customer can't use it and won't turn it back on. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the battery cap damage, and the customer was advised to send accessories-1527 as a replacement for a battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1715kl was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 34.0 received the lowbatteryalert (104) on 05/12/2025 20:16:00 faster than expected at 5.06 days. Battery cycle 29.0 received the lowbatteryalert (104) on 05/07/2025 10:31:00 faster than expected at 6.59 days. Battery cycle 28.0 received the lowbatteryalert (104) on 04/30/2025 20:20:00 after more than 7 days at 9.06 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿light moisture damage on the pcb1 board. No moisture damage noted on the motor or force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assembly scratched case, pillowing keypad overlay, corroded battery tube, battery cap contact missing, cracked battery tube threads, cracked keypad overlay, cracked case (battery tube), and missing display window cover. No power errors noted during testing. However, the pump downloaded history confirmed customer experienced an unexpected power loss of less than 7 days. Cosmetic damage was confirmed at battery compartment and battery cap during analysis. Confirmed moisture damage on the pcb1 board during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.